Event description:
It was reported that stent positioning difficulty was encountered. An 8x80x120 epic vascular stent was advanced for treatment. However, during deployment of the stent, the stent jump significantly and missed the mark where it was supposedly be placed. The procedure was completed with an additional stent. There were no patient complications nor injuries reported and the patient was fine. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery.

Event description:
It was reported that stent positioning difficulty was encountered. An 8x80x120 epic vascular stent was advanced for treatment. However, during deployment of the stent, the stent jump significantly and missed the mark where it was supposedly be placed. The procedure was completed with an additional stent. There were no patient complications nor injuries reported and the patient was fine.